Event description:
The customer reported that the graphic user interface (gui key was stuck and unresponsive. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the unit and found that the unit would not allow est to be run and that the flow calibration had failed. The cse reported that the biomed will repair the unit and run tests per the service manual. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).